Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: a photo investigation was completed: the photo investigation revealed that the screwdriver is damaged at the tip. The observed condition of the device was consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. The device/country specific IFU contains information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. However, the provided evidence was not sufficient to confirm the reported event of "unable to assemble/disassemble." Functionality and device interaction issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the product name would contribute to the complained device issue. Based on the investigation findings, the screwdriver is stripped because of end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: part: 313.304-15, lot: 27495p2: manufacturing site: hägendorf. Release to warehouse: september 03, 2024. A DHR evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported the screwdriver had a damaged tip during a surgical procedure in colombia. The device failed to grip 2.7 mm screws and caused damage to the screws when tightening or locking them. Another screwdriver was used to complete the procedure successfully without any impact or consequence to the patient or disruption to the surgical schedule.